Event description:
Additional information received 10jul2024: it was reported that the site has confirmed the sensor is in the right ventricle.

Manufacturer narrative:
No device analysis results are available as the device was not returned for investigation. The reported issue of the sensor sticking to a deployment accessory was investigated but cannot be confirmed at this time as the root cause was inconclusive. Per the event report the delivery system was successfully removed, followed by the guidewire after the physician pulled the sensor delivery system out slowly while leaving the swan balloon inflated. The sensor was ultimately deployed within the left pulmonary artery. The reported issue of sensor migration was investigated and confirmed by imaging undertaken by the clinic. Per event report the site confirmed the sensor is in the right ventricle and the site is following the current data and does not plan to implant an additional sensor. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that during the cardiomems implant procedure the sensor appeared to be stuck to the delivery catheter. As the delivery catheter was pulled back, the sensor appeared to be moving with it as if attached by a long tether. The physician had the patient take deep breaths and attempted to use the swan ganz balloon to bump the sensor off of the delivery catheter but was unsuccessful. The physician then attempted to pull the delivery system out slowly while leaving the swan balloon inflated. The delivery system and guidewire were both removed and the sensor ultimately deployed in the left pulmonary artery. The physician reported that the delay to the procedure was clinically significant to the patient but no additional anesthesia or other intervention was required due to the delay. On (B)(6) 2024 internal review of the sensor data by abbott technical heart failure specialist team indicated that the sensor waveforms potentially reflected right ventricle morphology indicating that the sensor had possibly migrated. The site performed a computed tomography scan but the sensor location could not be confirmed by the imaging. The site reported they plan to continue to use the sensor data at this time.